Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cephalomedullary flexible captured set screw driver standard 3.5 mm hex cat#00249003507 lot# 65383956. Visual examination of the returned devices identified that the flexible reamer has some galling around the holes drilled in the shaft of the reamer and near the distal end of the shaft. There is also wear on the connecting end of the reamer. The flutes of the reamer are gouged and dull. The tip of the reamer is cracked and fractured and not all of the pieces have returned. All of the product identifiers were checked and all were conforming to the print. Also measured 3 areas of the shaft of the reamer and they were all conforming as well. This device has a possible field age of 7+ years. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event is confirmed with returned devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - drill. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). G2: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femur was reamed and prepared for the nail as normal. The nail was inserted and guide wire removed. When reaming for the lag screw the tip of the drill fractured off and remained in the patient. The lag screw was inserted as per normal and was not affected. Attempts have been made and there is no further information at this time.